Event description:
It was reported that during set up, the subject device had its rubber packing broken near the area where it connects to the optical tube. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital, a local independent administrative corporation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches around the damaged area of the packing indicate that stress was applied to the packing. It is presumed that stress was applied to the packing at that time, resulting in deformation of the packing. The event can be detected by following the instructions for use which state: check the camera head for the following abnormalities. There are no cracks or burrs on the appearance of the camera head itself. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.